Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer experienced the following symptoms: nausea, thirst, frequent urination, and shortness of breath.the customer stated she received no delivery alarms from her insulin pump. It was discovered that the customer's reservoir, infusion set, and cannula were occluded. The customer was advised to change her reservoir, infusion set, and insulin. The product is not being returned. Nothing further was reported.